Event description:
The programming system was received for product analysis by the manufacturer on (B)(4)2012. The programming wand performed according to functional specifications. There were no visual or mechanical anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. In addition, no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
The company representative followed up with the physician. The blank screen reportedly only occurred on the diagnostic screen. The company representative explained to the physician regarding wand movement and the risk for interrupted communication, as discussed in manufacturer labeling. The physician did not answer what the approximate battery power remaining on the handheld computer screen was when the screen went blank, but the physician reported that he kept the handheld computer plugged into the power outlet until use. The physician did not indicate if a message was observed, but he reported that after the screen went "blank," he was able to "start over" and proceed. The physician reported on (B)(6) 2012 that the handheld computer was still not working properly and requested a replacement programming system which was subsequently provided.

Event description:
A vns treating physician reported on (B)(6) 2012 that the past week he reprogrammed four of his vns patient vns settings, but when he tried to perform diagnostics, it showed a "blank screen." It is unclear what was meant by blank screen with the information provided. Additionally, the physician reported that with one of the patients it resulted in "resetting" the generator and it "turned off." The generator reset and being turned off is reported in manufacturer report number: 1644487-2012-03021. A replacement programming system was provided to the physician. However, the programming system used the week of (B)(6) 2012 has not been received by the manufacturer to date. Attempts to troubleshoot the system by the company representative and product return are in progress but have been unsuccessful to date.